Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s glucose level. Customer was guided to remove the o-ring and clean the pneumatic tap area, inspect the cartridge, and fill a new cartridge. They successfully loaded the cartridge onto the pump and resumed insulin delivery.